Manufacturer narrative:
It was reported by the hospital contact that the deltapaq (cdf10025430/g14592) was not available to advance through the microcatheter (details unknown). It was initially reported that the product will be returned for analysis. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging it was found that the coil was returned unsheathed. Located off the proximal end are two kinks located at 52.5 and 80.5 centimeters. Located 6.5 centimeters off the distal tip of the resheathing tool the core wire protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site. The coil was returned undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. The kinks on the core wire were reduced for testing purposes. Using an in-house 10 series microcoil compatible microcatheter the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter with no problems encountered. The coil moved freely at all times. No manufacturing defects were found. The complaint of the coil unable to be advanced through the unidentified microcatheter is not confirmed. Without the return of the microcatheter and due to the fact that the coil was undamaged and advanced through a 10 series microcoil compatible microcatheter multiple times without issue, the root cause of the coils inability to be advanced through the microcatheter cannot be determined, however the most likely contributing factor to the coils advancement difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which bent the core wire in multiple sections and caused the core wire to protrude outside the sheath. In this condition the coil will encountered severe resistance when attempting to advance the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital contact that the deltapaq ((B)(4)) was not available to advance through the microcatheter (details unknown). It was initially reported that the product will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. UDI: (B)(4). Concomitant medical products and therapy dates: microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the deltapaq (cdf10025430/g14592) was not available to advance through the microcatheter (details unknown). It was initially reported that the product will be returned for analysis.